Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Nexiva unit from lot number 3087429. Through the visual inspection the unsealed unit was partially retracted with the adapter still attached to the tip shield. After forcefully removing the adapter, the needle was exposed and unable to fully retract. There was no adhesive or damage to the adapter discovered. Further microscopic analysis discovered that the needle was damaged near the washer, preventing it from fully retracting. The reported issue was confirmed as the needle disengagement was difficult. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating a gripper misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced safety mechanism. The following information was provided by the initial reporter: grey portion on nexiva would not detach from the septum upon saftey of the needle.